Event description:
It was reported the device were used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.